Event description:
As reported by the end user on 23 june 2010, "an ire ablation was used using 6 ire probes, an overlapping ablation and two pullback ablation on 16 june. The pt developed a duodenal leak which was confirmed with contrast enhanced CT imaging" on (B)(6). The ablation zone did incorporate this area. The physician performed the procedure believes there are three possible causes for the duodenal leak. First damage from probe placement, second damage from naso-jejunal tube placement and thermal damage. The most likely cause of the leak was the duodenum was punctured with the ire probe during placement. The pt was placed on npo restrictions with tpn administration for nutrition. The pt is stable and his condition is improving.

Manufacturer narrative:
Although it was indicated by the end user that the device is not available to the manufacture for eval, an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4)